Manufacturer narrative:
The device in question will not be returned to the MFR for evaluation because it was disposed of. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.

Event description:
It was reported to boston scientific on 11/27/2006 a product problem occurring during a stenting pre-embolization procedure of a cerebral aneurysm. It was reported that "following deployment of the stent, the guidewire (device in question) was used to successfully pass through the stent with the intention of catheterizing the aneurysm. The catheter would not follow through the stent and was seen to be distorting the stent cells. On attempting to withdraw the (device in question) it was noticed that the (device in question) was fixed onto the stent and would not retrieve. Eventually the (device in question) dragged the stent to the iliac artery where the (device in question) was cut at the femoral artery and the stent and (device in question) remnant were left implanted. Physician could not explain why the (device in question) would not manipulate. No unusual events were noted during the wire deployment." It was reported that there was no serious injury and that the pt status is ok.